Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. They received a compromised force sensor system alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. It was found that the drive support cap was sticking out. They did not recall pressing the drive support cap while connected. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.